Manufacturer narrative:
The explanted lead was retained by the hosp and will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2013 the customer reported that this right atrial (ra) lead was explanted during a device change out. Additional info received indicated that this ra lead was explanted as it failed to pace the heart (no measurements provided). This lead is now out of service and explanted (lead retained by the hosp and will not be returned for analysis). No adverse pt effects were reported. The lead was actively implanted for approximately 14 yrs, 1 month.